Event description:
A malfunction alarm identified as malf 12 was reported by the customer prior to any notable events. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappeared. The customer acknowledged and understood these instructions.